Event description:
The customer reported that during a hysterectomy, the device jaws would not longer open after activation on tissue. Another instrument was opened and used to seal around the device and cut it out of tissue. There was no further injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed tissue in-between the jaws. The jaws opened and closed normally. The knife would not extend or retract when the trigger was activated due to tissue in the webbing. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Additionally, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position."